Manufacturer narrative:
(B)(4) - follow up MDR for corrections. Following the submission of the initial MDR, it was determined that the material and batch numbers were available and not unknown as previously reported. Section d: updated with corrected material number, batch and device brand name section g: updated with corrected 510k.

Event description:
Material number and batch corrected.

Event description:
No additional information received material#: 305211; lot#: 3145373. It was reported by the customer that the cytarabine syringe we were using a filter needle and the clear medication became blue upon coming into contact with the hub of the needle. Verbatim: rcc received a complaint via email. Email(s) attached. We had an order that came through for cytarabine syringes for the lobby pharmacy. As we were drawing up the cytarabine syringe we were using a filter needle and the clear medication became blue upon coming into contact with the hub of the needle. We stopped using that vial and that was not sent to the patient. But the cytarabine vial lot # 6130993 and exp 12/2024 the lot # of the needle 3145373 exp 07/31/2028. 7safe attached cytarabine, a clear solution upon reconstitution, turned blue upon drawing into a syringe through a filter needle. Per additional pharmacists familiar with this chemotherapy product, this has never been witnessed before since the drug always remains clear. Staff tried to replicate the issue using different filter needles and were unable to reproduce the blue color--even with the last needle from the same lot, a different lot filter needle and a nonfilter needle. No other medication being made at the same time as cytarabine. Medication saved for additional testing if needed. Lot #: 3145373.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 3145373. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305211, lot#: 3145373. It was reported by the customer that the cytarabine syringe we were using a filter needle and the clear medication became blue upon coming into contact with the hub of the needle. Verbatim: rcc received a complaint via email. Email(s) attached. We had an order that came through for cytarabine syringes for the lobby pharmacy. As we were drawing up the cytarabine syringe we were using a filter needle and the clear medication became blue upon coming into contact with the hub of the needle. We stopped using that vial and that was not sent to the patient. But the cytarabine vial lot # 6130993 and exp 12/2024 the lot # of the needle 3145373 exp 07/31/2028. 7safe attached cytarabine, a clear solution upon reconstitution, turned blue upon drawing into a syringe through a filter needle. Per additional pharmacists familiar with this chemotherapy product, this has never been witnessed before since the drug always remains clear. Staff tried to replicate the issue using different filter needles and were unable to reproduce the blue color--even with the last needle from the same lot, a different lot filter needle and a nonfilter needle. No other medication being made at the same time as cytarabine. Medication saved for additional testing if needed. Lot #: 3145373.